Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that no actions/interventions have been taken yet, the cause has not been determined and the event is not resolved. This information was confirmed by the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient contacted to the manufacturing representative (rep): with a question about her programmer (batteries were running low) and then she proceeded to tell the rep that her extension in the neck feels tight, her tremor is worse, and she has tinging near her mouth. She has fallen "a few times" recently, including one bad fall that broke her nose. The patient is also sleep walking and bumping into things. Environmental/external/patient factors that may have led or contributed to the issue included a few falls and sleep walking. Diagnostics/troubleshooting included changing the batteries in her programmer and checking battery (2.92v). Also conducted a lcc, showing "8 ok". Currently making arrangements to check the system more thoroughly with an 8840 programmer. No interventions/actions have been taken. The issue is not yet resolved. All electrodes fell into normal impedance limits.